Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) hospital, e1h event site postal code: (B)(6), e1i event site telephone: (B)(6). H3 other text : third party service inspection.

Event description:
On 18th april 2024, getinge became aware of an issue with one of our table tops - 113302b2 alphamaxx motor drive unit, EU side rail. As it was stated, the patient was placed on the operating table post spinal anesthesia. The table could not be moved up nor down with the controller. The staff tried the second controller and override panel without success. Eventually, after the ¿down¿ button was pressed again, the motor engaging could be heard. However, the table did not move. After that, the surgeon came and made an adjustment of the patient in lateral position on the table top a little from left to right. At this point, the table column suddenly and unexpectedly dropped to the lowest height position without any buttons on hand control or override panel being pressed. The patient was immediately transferred to another table. The issue resulted in increase in the anesthesia time of approximately 10- 15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table and a delay in treatment with prolonged anesthesia time, were to reoccur.

Event description:
On 18th april 2024, getinge became aware of an issue with one of our table tops - 113302b2 alphamaxx motor drive unit, EU side rail. As it was stated, the patient was placed on the operating table post spinal anesthesia. The table could not be moved up nor down with the controller. The staff tried the second controller and override panel without success. Eventually, after the ¿down¿ button was pressed again, the motor engaging could be heard. However, the table did not move. After that, the surgeon came and made an adjustment of the patient in lateral position on the table top a little from left to right. At this point, the table column suddenly and unexpectedly dropped to the lowest height position without any buttons on hand control or override panel being pressed. The patient was immediately transferred to another table. The issue resulted in increase in the anesthesia time of approximately 10- 15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table, were to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table - 113302b2 ¿ alphamaxx motor drive unit, EU side rail. As it was stated, the table column suddenly and unexpectedly dropped to the lowest height position without any buttons on hand control or override panel being pressed, occurring with the patient on the table. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table, were to reoccur. The affected table was evaluated by third party service. Upon inspection, the main hydraulic check valve was found to be faulty and was replaced to restore proper hydraulic function. Additionally, the column guards were also found to be jammed together, and this issue was repaired as well. The table was then weight tested to over the maximum recommended weight for several days to verify stability and functionality under load. All systems were thoroughly tested and checked, confirming proper operation. The table was returned to its original site for service, and an electric safety test was conducted on-site to ensure compliance with safety standards. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As the malfunction of the valve occurred, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. According to the information provided by the technician, general wear and tear marks were visible, but not collision marks. The affected device was manufactured in june 2004 and had been in use for 20 years at the time of the incident. A review of the customer product complaints database showed no previous complaints related to the reported issues with these devices. According to the risk management plan (risk management plan _ mobiler tisch cepg.0119, page 3), the expected service life of the table is 10 years. Therefore, the device's age likely contributed to the issue. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table is related to the expected wear and tear. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th april 2024, getinge became aware of an issue with one of our table tops - 113302b2 alphamaxx motor drive unit, EU side rail. As it was stated, the patient was placed on the operating table post spinal anesthesia. The table could not be moved up nor down with the controller. The staff tried the second controller and override panel without success. Eventually, after the ¿down¿ button was pressed again, the motor engaging could be heard. However, the table did not move. After that, the surgeon came and made an adjustment of the patient in lateral position on the table top a little from left to right. At this point, the table column suddenly and unexpectedly dropped to the lowest height position without any buttons on hand control or override panel being pressed. The patient was immediately transferred to another table. The issue resulted in increase in the anesthesia time of approximately 10- 15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table and a delay in treatment with prolonged anesthesia time, were to reoccur. Corrected b5 describe event and problem: on 18th april 2024, getinge became aware of an issue with one of our table tops - 113302b2 alphamaxx motor drive unit, EU side rail. As it was stated, the patient was placed on the operating table post spinal anesthesia. The table could not be moved up nor down with the controller. The staff tried the second controller and override panel without success. Eventually, after the ¿down¿ button was pressed again, the motor engaging could be heard. However, the table did not move. After that, the surgeon came and made an adjustment of the patient in lateral position on the table top a little from left to right. At this point, the table column suddenly and unexpectedly dropped to the lowest height position without any buttons on hand control or override panel being pressed. The patient was immediately transferred to another table. The issue resulted in increase in the anesthesia time of approximately 10- 15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situations, namely inability to position the table via controller nor override panel, subsequently the fast unintended movement of the table occurring with the patient on the table, were to reoccur.